Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a 10 unit bolus. The customer stated they only received 3 to 4 units of their bolus when the alarm occurred. The customer stated insulin was able to be delivered if they only delivered 2 unit boluses. Customer's blood glucose was unknown. The customer stated they were able to resolve the alarm with an infusion set change. Customer declined to return their infusion set and reservoir for analysis. No additional information provided.